Event description:
Drive medical has received a patient complaint about an incident involving a 3 wheel scooter imported and distributed by drive medical. The claimant alleged that scooter's hand control went too fast causing her to fall and allegedly break 10 ribs. Details of the incident and product problem is unknown. This MDR report is based on the information provided by the dme dealer.